Manufacturer narrative:
Follow-up #1 date of submission 06/27/2014-correction: the initial MDR was reported with a casing issue. The corrected b5 describe problem or event is:on 06/17/2014, the reporter contacted animas, alleging a display (blank screen w/ moisture) issue. It was reported that the pump display screen was blank. Moisture was allegedly visible behind the pump display lens. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. No physical damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 08/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The complaint of a blank screen was not duplicated. A leak test was performed and confirmed a display lens leak. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.